Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 08/12/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a04 captures the reportable event of gel lasts too long. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who underwent a spaceoar and fiducial marker placement developed pelvic pain with bowel and urinary changes after 6 months of placement. Magnetic resonance imaging (MRI) was performed and revealed residual spaceoar. The patient completed his radiation treatment, 5 months prior to this report. The patient noted that he felt the fiducial were poking him and a sharp pain in the pelvis that is almost always there and only has relief when sitting. The patient also experienced constipation, and the american urologic association (aua) score increased due of difficulty starting his urine stream. The patient received a computed tomography (CT) and MRI scan. The simulation CT revealed an excellent placement of the hydrogel. The 6 months CT scan was reviewed which showed no more contrast where the gel used to be, but there still a density exactly where the space-oar vue used to be. It no longer has contrast in the middle but there is a very thin lightly enhancing rim around the former space-oar vue. The MRI was then observed, and it was confirmed that there was no gel in the rectum. Exactly where the gel used to be there is a bright density that looks like old gel. Around it is a dark layer that looked like a thin layer of tissue. It was suspected that the spaceoar was walled of and has now lost its contrast after being walled off by the body. There was a suspicion that the spaceoar is related to the patient's symptoms.